Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer stated burning smell emitting from purewick urine collection system and noticed that the system had charred the carpet it had been sitting on. It was noted that the patient had been using the purewick products for more than 90 days.

Event description:
It was reported that the customer stated burning smell emitting from purewick urine collection system and noticed that the system had charred the carpet it had been sitting on. It was noted that the patient had been using the purewick products for more than 90 days.

Manufacturer narrative:
Per investigation findings, it has been determined that this MDR event is not reportable.